Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was further reported that the lead sensitivity was reprogrammed, and the patient will continue to be monitored. The lead remainsin use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow up is currently in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.